Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.

Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their transfer set was accidently disconnected from the peritoneal dialysis (pd) catheter. The separation occurred two days earlier and a new transfer set was put on the home patient (hp). The separation occurred between the plastic connector and the transfer set. It is unknown when the problem was noted. There is no sample available for evaluation. There was no patient injury associated with this complaint however the hp was treated prophylactically with antibiotics.